Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient was not masking or washing hands during therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. It was reported that the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (for 21 days) for peritonitis. The patient had clear effluent and recovered within a week of antibiotics. Action taken with pd therapy was not reported. The patient was retrained on proper therapy procedures. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.